Event description:
It was reported that the x-ray monitor on the table tower of the 2800 system keeps on flickering and system error 60 displayed during table motion. It was noted that the unit however is functional. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to repair the bnc connection. Connection repaired. In regards to the error 60 message, the customer was advised that multiple motion commands, at the same time, can produce this error indication. The system was tested and found to be working as intended and placed back into service.